Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device jammed and the push handle broke off. The case was completed with another device of the same product code. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4) - damaged slip block assembly, firing knob dislodged. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. No incident related to the reported event was observed during the batch record review.